Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet stuck in the reported problem area of the pipetter assembly. The fse replaced the tip clamp and cleaned collets. The instrument was inspected, tested without further problem, and returned to service.